Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same date as the event onset, the patient was hospitalized and still in the hospital for the event. The patient was treated with fortum injection (500mg, ongoing, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.